Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 300 mg/dl to 400 mg/dl and customer alleging possible insulin pump under delivery. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported insulin exited at the quick release. Customer stated they were unsure if the drive support cap was protruded, loose, sticking out or flush. The device will not be returned for analysis.